Manufacturer narrative:
(B)(4): batch # m55h1f. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeon¿s experience with the device? What there any audible or tactile feedback? Were the washer and donuts inspected? If so, what was their appearance? Was the device harder to fire than expected? Where within the green range was the device fired? Did the surgeon wait 15 seconds and retighten? What is the current patient status? The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The adjusting knob functioned as intended and without any difficulties noted. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic anterior resection procedure, "surgeon was closing the device using the closing knob and didn't think it "felt right". The surgeon struggled to get the orange dial into the green zone on the stapler and so couldn't release the safety to fire. Eventually the surgeon must have tightened the device sufficiently as he was able to release the safety catch and fire the device. When they performed a leak test afterwards they saw that the anastomosis had not been successful. Upon closer inspection they found that they could see open staples in the patient. The device was also found to contain two intact donuts. The surgeon then had to re-staple the rectal stump using contour and so had to extend the incision on the patient, and use another cdh to form the anastomosis." The procedure was converted to open and was delay by 150 minutes.

Manufacturer narrative:
(B)(4). The following information was received. If further details are received at a later date a supplemental medwatch will be sent. A cdh29 anvil was secured to the distal colon in the standard way. The stapler was then inserted into the anus. The odd thing was that there appeared to be no resistance to the spike coming out and the orange lines appeared with very little ease very quickly with minimal advancement. The donuts were inspected and were intact but the air leak test showed leakage anterior. Inspection of the anastomosis showed that unfortunately no stapling had occurred. We converted the procedure and mobilized the rectum and using a contour, cross stapled below. Another cdh was used without problems. A loop ileostomy was fashioned but this was planned during the operation as it was difficult. What were the indications for surgery? ¿ I believe it was a sigmoid cancer but will confirm. What is the surgeon¿s experience with the device? ¿ very experienced using the cdh did the surgeon wait 15 seconds and retighten? ¿ unlikely what is the current patient status? ¿ I will have to check with the surgeon.